Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during an implant attempt, the physician could not get access to the coronary vein to place the left ventricular lead. The lead was explanted and then replaced the following day. No patient complications have been reported as a result of this event.